Event description:
This is the same event and same patient reported under MDR ID # 2939859-2003-00186 (inamed complaint # 2048861) this is the first MDR submitted for the first suspect product. Physician reports that patient developed symptoms of hypersensitivity at injection sites after collagen injection, including delayed positive skintest. Physician has treated testsite with intralesional kenalog.